Manufacturer narrative:
The customer declined the part quote and cancelled the service call. No further repair information is available.

Event description:
The customer reported that the 9600 system displayed an error message. No patient injury was reported.